Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the camera head no color images were taken. The reported malfunction occurred during an unspecified procedure. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported that while using the camera head no color images were taken. The reported malfunction occurred during the device check before an unspecified procedure. The subject device was not used to complete the procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information was provided by the customer; therefore, sections b5 and e3 have been updated to reflect the information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit was twisted, noise occurred, and no image was displayed. The most probable cause of the identified failure was component failure, which was expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.